Event description:
Caller reported a malfunction on pump with no notable events occurring prior to the issue. Blood glucose level did not exceed 500 mg/dl, and there was no adverse impact to the customer¿s blood glucose level. As pump could not be replaced due to being out of warranty, customer received reset instructions, and an out-of-warranty renewals inquiry was sent to the sales department.